Event description:
A us distributor reported that a monitor will not power up and battery packs were unable to power up a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor was unable to power on and complete incoming testing. The cause failure was the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of batteries sn (B)(4) have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries.